Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not delivering insulin as intended, leading to a high blood glucose (bg) level of 550 mg/dl with moderate to high ketones. Customer subsequently went to the emergency room (ER) where they were treated with intravenous fluids of saline and insulin in addition to a pump bolus. Customer was released from the ER the following day.